Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned and analyzed. There were no anomalies found. There was blood on the helix.

Event description:
It was reported that during the implant procedure, a kink was noted on the lead, and the lead impedance was high. The lead was not used, and was replaced. No patient complications have been reported as a result of this event.